Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/13/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: sorry, but we do not have any additional information on this issue. What was the date of your husband¿s initial procedure? Did your surgeon mention if the sutures were placed interrupted? Did your surgeon provide the vicryl product code or lot number for our review? What date did the issue begin after his procedure? Can you describe all of your symptoms of reaction? What was your surgeon opinion regarding the symptoms? Did he receive any medical treatment for your symptoms? What was the surgeon opinion of the causative factors to the reaction 4 weeks post op? Please provide your husbands age and body weight (bmi) and height at the time of this surgical procedure. Can you provide us with a brief medical/surgical history? What is your husband¿s current status?

Event description:
It was reported that the patient underwent a cholecystectomy procedure on (B)(6) 2016 and the suture was used. Four weeks following the procedure, the patient experienced an allergic reaction class three with a larynx edema and circulatory collapse and managed by high dose cortisone and antihistamines over an extended period. As per the patient's spouse, the patient had an allergic reaction to breakdown products of this suture.